Event description:
As reported, during an embolectomy procedure, the balloon burst, detached and remained in patient's artery. A new fogarty catheter was used to withdraw the balloon fragment.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental will be submitted when the product evaluation is fully complete.